Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the tubing had a small tear in it right out of the package. When the staff started to use it, fluid leaked out and it was removed. There was patient involvement but there was no reported patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.